Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section b4: field updated to reflect the date this report was written. Section d10: updated 'medical product' to include brand name of ventilator. Method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and gas leakage tested. Our investigation is based on our evaluation of the subject device, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject rt265 infant dual-heated evaqua2 breathing circuit confirmed that there was no notable damage to the returned kit. A gas leakage test was also conducted and observed a leak spot between the connection of the elbow and collar on the expiratory limb, confirming the reported fault. Conclusion: our investigation confirmed that there was a leak spot between the connection of the elbow and collar of the expiratory limb of the subject rt265 infant dual-heated evaqua2 breathing circuit. We are unable to determine the exact cause of the reported fault. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Visually inspect breathing sets for damage.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.